Manufacturer narrative:
The device has not been rec'd; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record was performed and revealed no anomalies. A lot history search was performed and found no other complaints against lot # 8095261. In addition, the february 2007 prod family trend report, for all complaint failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to bsc on 03/01/2007, that during an ercp "as the device was being pulled from the scope, it was observed that one end of the cut wire had separated from the device." It was also reported that the procedure had been successfully completed with this device and there were no adverse effects to the pt.